Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 30.8 mmol/l (~554 mg/dl) after approximately 25-48 hours of pod wear on the arm. It was further reported that the patient began feeling unwell and developed symptoms including exhaustion and high ketones from a home test. The patient consulted a healthcare professional via telephone call, who advised replacing the pod, increasing the bolus dose by 20%, and adjusting the basal rate to 10% higher. Upon removal of the pod, the cannula was observed to be slightly bent. A new pod was applied, and the patient successfully resumed therapy. No in-person medical evaluation or treatment occurred.